Event description:
It was reported the patient underwent a revision because the device was "standing on its side". No other symptoms or outcome were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.